Event description:
A user reported that their pump screen was malfunctioning and would not turn on. There was no reported impact on the customer's blood glucose level at the time. The pump, which was under warranty, was replaced by the company. The customer was instructed to return the malfunctioning pump using the provided pre-paid label and return box, and storage instructions were given for transport. The customer did not disclose the type of backup therapy they would use to ensure uninterrupted insulin delivery.